Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the monitor of cardiosave intra-aortic balloon pump (iabp) was wobbly, kind of loose. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that the monitor of cardiosave intra-aortic balloon pump (iabp) was wobbly, kind of loose. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. Prior to the stm going to the facility to evaluate the iabp, the stm received a call from the facility's biomedical engineer (biomed) stating the he tightened the screws down himself and getinge service was no longer needed. The stm notified the biomed that he would attempt to look at the iabp; the stm visited the event site twice as the iabp had been swapped to a different lifeline location. The stm was able to inspect the iabp and confirm that the monitor was not loose, the iabp was never taken out of service. The stm used a screw driver to ensure the screws were tight, and returned the iabp to the customer for clinical use.